Manufacturer narrative:
Product evaluation: the lens was returned adhered to the underside of the lens case lid. Viscoelastic is dried on the lens. One haptic is pulled out of the optic (this haptic has a bulbous tip, which indicates a weld was conducted during the manufacturing process). The optic has been cut into pieces. The optic is cracked in one haptic insertion area. The optic portion containing the second haptic insertion area was not returned. It cannot be determined if the other haptic was damaged. The qualified cartridge was also returned. Viscoelastic is observed in the device. The cartridge has evidence that may not have been fully seated in the handpiece. There is no cartridge damage observed. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. It is unknown if a qualified handpiece and viscoelastic were used. The lens model is only qualified for use in a specific cartridge and handpieces. One haptic was pulled out of the optic. This haptic has evidence it was properly welded during the manufacturing process. The portion of the lens containing the second haptic was not returned. This may have caused the lens to advance incorrectly in the device. The directions for use (dfu) instructs to insert the cartridge into the handpiece and fully slide the cartridge forward into the handpiece slot. It is unknown if a qualified handpiece was used. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It should be noted the implant was for a three year old patient. Per the dfu the posterior chamber intraocular lenses are indicated for the replacement of the human lens in adult patients. Implantation of intraocular lenses should not be performed in patients under eighteen years of age. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported a broken haptic of a lens during an intraocular lens (iol) implant procedure on a (B)(6) year old child. Upon noticing that the trailing haptic was left in the anterior chamber, the physician immediately explanted the iol by cutting the optic into parts and taking it out carefully. The patient was left aphakic in the left eye where surgery was performed.